Event description:
It was reported by service report that wires were exposed on the pt right siderail cable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: damaged siderail cable with exposed wires.